Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (ra) lead exhibited high threshold readings and the right atrial (rv) lead exhibited placement difficulty. The leads were attempted not used and replaced. No patient complications have been reported as a result of this event.